Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It was unable to test the audio anomaly due to button not responding. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he woke up and the insulin pump was beeping without an alarm on screen. The customer stated he did not accidentally press the buttons and there is no other device beeping nearby. The customer stated he noticed the buttons are unresponsive. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.